Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer failed to populate. As per part investigation, it was determined that there was thermal damage observed on the pcba pmc pyxis mini fw1-12. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report that the drawers were not populating was confirmed during fse testing and subsequently confirmed through the dchu visual inspection process, no testing is required on thermally damaged assemblies. The device was initially evaluated by field service engineer (fse) according to work order (B)(4), the fse replaced mini pcba for drawers 3 and 4. Tsc configured and populated drawers and tested functionality. During dchu visual inspection: pn 151730-21: it was observed that component u501 exhibited thermal damaged marks. During dchu testing: pn 151730-21: the testing from dchu was not necessarily due to the signs of thermal damage on component u501 due to overcurrent condition. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue drawers are not populating was traced to a damaged pcba pmc pyxis mini fw1-12. Component u501 exhibited signs of thermal damage caused by an overcurrent condition.